Manufacturer narrative:
(B)(4). This report is a duplicate of 3005075853-2014-02814. This complaint is being voided.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Device not returned.

Event description:
It was reported that during a laparoscopic cholecystectomy with intraoperative cholangiogram procedure; the small black valve of trocar broke and was left in patient. Surgeon was able to remove valve manually. All other parts of trocar were found.